Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient was doing a pre-surgery interrogation for normal change out procedure when right ventricular (rv) pauses were noted on the telemetry strips. Further review found cross talk where the right atrial (ra) channel was being sensed on the ventricular channel and causing pauses in pacing of less than two second. The physician noted concerns over possible lead on lead abrasion. During the normal change out procedure both the rv and ra leads were explanted along with the pacemaker. A new pacemaker system was implanted successfully and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the physician experienced difficulty getting the stylet down the lead. It was further noted that the field representative was not aware of any visible physical damage to the lead upon removal.